Manufacturer narrative:
Analysis summary: the reported proximal type I endoleak could not be confirmed from the CT images provided; therefore, the cause of the event could not be determined. Images showing the proximal type I endoleak that occurred during implantation of the endurant iis stent graft system were not provided, to allow assessment of the reported event. It is possible that the moderate levels of thrombus observed throughout the patient¿s aortic neck may have been a factor in the occurrence of the reported endoleak. It is also possible that neck thrombus and moderate calcification seen below the left renal artery may have been a factor in the unsuccessful resolution of the endoleak after implantation of the heli-fx endoanchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure the endovascular repair was performed without complication. On the completed angiogram the physician suspected a type ia endoleak. It was noted that the proximal edge of the bifurcate graft was in a good position and there was no additional room for a possible aortic extension. A prolonged inflation was performed with a reliant balloon at the proximal seal but another completion angiogram showed the endoleak was still present. It was then decided by the physician to use a heli-fx endoanchoring system on the proximal neck. It was reported that six endoanchors were implanted in a good proximal position. A final angiogram demonstrated a persistent endoleak. It was then decided to abandon this procedure and evaluate the endoleak at a later date with imaging. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.